Event description:
It was reported that the device had a cracked bezel. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel lower hinge, and broken ail sensor housing. Replaced door assy (third party), and door latch (third party). Replaced corroded right,left iui. Replaced rear case under recall. A review of the device history record showed the device had a manufacture date of 03/04/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the bezel assembly. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel lower hinge, and broken ail sensor housing. Replaced door assy (third party), and door latch (third party). Replaced corroded right,left iui. Replaced rear case under recall. A review of the device history record showed the device had a manufacture date of 03/04/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the bezel assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca- (B)(4) for iuis, ca- (B)(4) for ail, _00926 for door latch, ca (B)(4) for bezel lower hinge.

Event description:
It was reported that the device had a cracked bezel. There was no patient involvement.